Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that bivona® pediatric tracheostomy tubes had broken eyelets after no less than 2 weeks worth of use. Customer reported use of velcro neck ties and daily tracheostomy tube change. No permanent injury reported. See MDR: 2183502-2016-01831.

Manufacturer narrative:
New registration number (B)(4) (B)(6) has been received, however, this initial MDR was filed under the prior registration number (B)(4).

Event description:
It was also reported that the tracheostomy tube tore and split at the flange where the tracheostomy tube tie attached. The product issue was observed by a registered respiratory therapist. The patient had to be taken to a pediatric otolaryngologist as the patient was without a proper tracheostomy tube for an unknown amount of time, and was switching with a step-down tracheostomy tube. The patient was treated with antibiotics for two weeks due to irritation from the tracheostomy tube changes. The irritation was resolved once new tracheostomy tubes were received. No permanent injury was reported.